Manufacturer narrative:
Microsensor (B)(6) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the possible root cause for this issue reported by the customer could be due to incorrect set-up of device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (B)(6) was implanted on (B)(6) 2023. The microsensor could not be detected by the intracranial pressure (icp) monitor on (B)(6) 2023. Therefore, they changed with a new icp monitor to connect with the microsensor, it still could not be detected. Therefore, they stop monitoring and retrieved the microsensor. The monitor used was icp express, 220 volt (B)(6) and the cable used was icp express cable (B)(6). The sensor was removed on (B)(6) 2023 and was not replaced with another sensor. The patient is stable.

Manufacturer narrative:
Corrected fields: b1, b2, h1, h6/f10 health effect - impact codes.